Manufacturer narrative:
To date, device has not yet been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunction and noticed a ¿noisy image¿ on the screen monitor. The issue occurred during therapeutic transurethral resection of the prostate (turp). The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head malfunction and noticed a ¿noisy image¿ on the screen monitor. The issue occurred during therapeutic transurethral resection of the prostate (turp). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image flickered while tapping on the coupler unit. The issue was likely due to the charge-coupled device. Olympus will continue to monitor field performance for this device.